Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) is currently underway. The root cause of the low energy pulses is under investigation. A supplemental report will be submitted upon completion of the monitor investigation.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of 30 shocks on prior to passing away on (B)(6) 2016. It was reported that the patient passed away around 4:00 am while wearing the device. It was reported that a bystander was present at the time of the event and ems was called. Per review of the event, the patient received 30 inappropriate treatments between 01:20:54 and 03:53:29 am on (B)(6) 2016. The treatment energies delivered ranged from 3j to 161j. The rhythm at the time of all of the treatments was svt at 170-215 bpm. The post-shock rhythm of all 30 treatments remained svt. The rapid svt rate contributed to the false detections. The response buttons were pressed intermittently after the 10th and 15th treatments but were not pressed immediately prior to the 11th and 16th treatments. Following the final treatment (03:53:29 am), a non-treatable rhythm was detected at 04:05:43 am. Between 04:34:51 and 05:11:34 am the device detected and alarmed for asystole, which is considered a non-shockable rhythm. The electrode belt was disconnected at 05:19:05.

Manufacturer narrative:
Follow-up report - device evaluation - 12/7/2016: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor passed all incoming functional testing. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The low energy pulses observed in the field were not duplicated. An engineering investigation into the low energy pulses was completed. The investigation found that the impedance during the treatments were estimated to be greater than 10k ohms and as high as an open load. The cause of the low energy pulses was the high impedance at the time of the treatments. In addition to the observed high impedance, frequent te placement fault and can comm flags were recorded during the event and artifact/noise was visible on the front-to-back ECG channel. These factors indicate that the high impedance was likely due to poor contact between the electrodes and the patient's skin. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) is currently underway. The root cause of the low energy pulses is under investigation. A supplemental report will be submitted upon completion of the monitor investigation.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of 30 shocks on prior to passing away on (B)(6) 2016. It was reported that the patient passed away around 4:00 am while wearing the device. It was reported that a bystander was present at the time of the event and ems was called. Per review of the event, the patient received 30 inappropriate treatments between 01:20:54 and 03:53:29 am on (B)(6) 2016. The treatment energies delivered ranged from 3j to 161j. The rhythm at the time of all of the treatments was svt at 170-215 bpm. The post-shock rhythm of all 30 treatments remained svt. The rapid svt rate contributed to the false detections. The response buttons were pressed intermittently after the 10th and 15th treatments but were not pressed immediately prior to the 11th and 16th treatments. Following the final treatment (03:53:29 am), a non-treatable rhythm was detected at 04:05:43 am. Between 04:34:51 and 05:11:34 am the device detected and alarmed for asystole, which is considered a non-shockable rhythm. The electrode belt was disconnected at 05:19:05.